Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device could not be attached to the motor. It is known that the event occurred during surgery. It is also known that there was no patient or user injury, surgical delay or med intervention related to this occurrence. No add'l info available.